Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on bus. The pyxis system was restarted; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the multiple drawers not detected on bus. A field service engineer (fse) confirmed with user that the machine had started functioning properly after a prior reboot earlier that day. Fse performed a follow up inspection of the device and verified that it was operating normally with no further issues observed. The system functioned as intended after field service engineer repaired the device.